Manufacturer narrative:
(B)(4). The complaint sensor device was not returned. However, the receiver device that was being used with the sensor was returned for evaluation. The receiver device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded data log did not confirm the reported event of inaccurate blood glucose values.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 12/04/2014 and confirmed the reported event of inaccurate readings.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.